Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2012 and since the implantation only 2 shocks were applied and all parameters (even lv threshold) were normal. The device was explanted and will be returned for analysis because battery depletion. The physician wants to know if failing on remote monitoring transmission had any impact on longevity.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2012 and since the implantation only 2 shocks were applied and all parameters (even lv threshold) were normal. The device was explanted an swill be returned for analysis because battery depletion. The physician wants to know if failing on remote monitoring transmission had any impact on longevity.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2012 and since the implantation only 2 shocks were applied and all parameters (even lv threshold) were normal. The device was explanted and will be returned for analysis because battery depletion. The physician wants to know if failing on remote monitoring transmission had any impact on longevity.